Event description:
Customer reported the tubing has two leaks along the lines. Date on medwatch is date product came to risk management, not date of event. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 11/19/2010. (B)(4). Product evaluated and customer's report of leaking of the tubing set was confirmed, however, only one leak was observed on the returned set and not two as initially reported. The leak was observed to be due to the silicone tubing having a small tear below the upper blue fitment. The tear was measured to be 0.0825 inches. A crush mark was noted to the upper blue fitment. The lot number was not identified. Based on the smartsite laser number, the set was built between (B)(4) 2010 and (B)(4) 2010. The root cause of the tear was not identified.